Event description:
It was reported that a solution administration set experienced flow issues; it did not flow normally. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.